Event description:
I am using home oxygen. As of 2016, received with portable oxygen machine 2 cannulas came with the machine. I had used both and wanted extra cannula, so I would have clean product. I bought 3 cannulas at (B)(6), I opened 1 to make sure it did not have toxic smell. It had a toxic smell. I experienced that toxic smell from the cannula. When I was at (B)(6). Then once again while being tested, I am not the only one experiencing this problem. I refuse to use a product, that makes me sick, headache from the toxic odor. I am not the only one complaining. How many children or elderly are experiencing this and do not understand this could be harmful, to someone's lungs.